Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is because the deployed clip detached from one mitral valve leaflet but remained in the other leaflet. On (B)(6) 2016, the initial mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to >1. On (B)(6) 2016, it was found that one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The reason for the slda is unknown. On (B)(6) 2016, a second mitraclip procedure was performed to stabilize the slda clip and reduce the mr. Two clips were implanted and the mr was reduced from 3-4 to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no incidents reported from this lot. All available information was investigated a definitive cause for the reported single leaflet device attachment could not be determined. The reported patient effect of mitral regurgitation (worsening) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.